Event description:
During defibrillation efficacy testing on 9/23/99, pt non-invasively induced to v-fib. Device failed to convert heart rhythm; no shock delivered. Pt required external cardioversion and surgery for explant.